Event description:
It was reported that during a surgical procedure,"the fiber tip touched the prostatic calculus and then the tip had got burned," at 164,780 joules and 31:43 minutes use. The fiber was exchanged and the case was completed with the second fiber. Patient's outcome: "no injury" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits mild detritus adhesion; there is some white unknown substance noted inside the fiber cap; the bevel section is melted. Based on failure analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limited the performance of the fiber.